Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on january 2, 2019, it was reported that the unit had incomplete mesh during meshing of previously recovered cadaveric donor skin. The customer returned a skin graft mesher device, serial number (B)(4). For evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4). And a 2:1 ratio cutter, serial number (B)(4). For evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4). Eleven times as documented in the repair reports in livelink. The last repair was december 6, 2018 where it was reported that the device produced an incomplete mesh and the side plates, bushings, roller, gear, comb and damaged hardware were replaced. This is not a related issue. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter 1512804 one time as documented in the repair reports in livelink. The last repair was december 7, 2018 where it was reported that the device produced an incomplete mesh and the cutter produced an incomplete cut after the collars and gears were replaced and was deemed non-repairable. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 2:1 ratio cutter 1406043 six times as documented in the repair reports in livelink. The last repair was december 7, 2018 where it was reported that the device produced an incomplete mesh and the cutter produced a passing sample mesh after the collars and gears were replaced. Product review of the skin graft mesher on january 10, 2019 revealed that the calibration was out at the side to side specifications. The 1.5:1 and 2:1 ratio cutters were tested and both produced incomplete cuts and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on january 10, 2019 which included calibration of the device. Skin graft mesher, serial number (B)(4). Was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the calibration was out at the side to side specifications. The 1.5:1 and 2:1 ratio cutters were tested and both produced incomplete cuts and were deemed non-repairable. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the calibration was out at the side to side specifications. The 1.5:1 and 2:1 ratio cutters were tested and both produced incomplete cuts and were deemed non-repairable. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
No additional event information was received.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
Skin graft messher had incomplete mesh. The event occurred during meshing of previously recovered cadaveric donor skin. There was no patient involved since the procedure was done on a cadaver skin. No adverse events were reported as a result of this malfunction.